Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer alleged insulin pump has cosmetic damage (cracked backside of pump). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on corner of belt clip rails, missing display window/cover, cracked keypad overlay, keypad overlay texture damage, cracked case above arrow and battery icon, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (cracked backside of pump) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.